Event description:
Related manufacturer reference number: 2017865-2022-03561. It was reported that patient presented in emergency room after experiencing bradycardia. Upon interrogation, it was found that patient's right ventricular (rv) lead and pacemaker exhibited loss of capture. High threshold was also noted on the lead. The pacemaker was explanted and replaced. The rv lead was connected into left ventricular port of the new pacemaker and a new rv lead was placed. The patient was stable.